Manufacturer narrative:
A manufacturing device history record (DHR) review request was sent to the supplier; no further information has been made available to date. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, it was confirmed that the joint a and needle was connected. The root cause of the reported issue could not be confirmed. A supplier corrective action report (scar) was issued to the supplier and sample was sent for further investigation. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that during use of the device, the user noticed that the finger flange connection to the epidural needle was unstable. The user pushed the connection part together, then they were tightly connected to each other. No patient injury was reported.